Event description:
During a remote follow-up, there were episodes of non-sustained right ventricular oversensing that resulted in automatic mode switching during capacitor maintenance. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported device was received for evaluation. Upon receipt, the device was interrogated on a programmer and normal communication was established. Visual inspection was performed and revealed parylene bubbling on the device can with no other visual anomalies. The device image was sent to technical services and the reported field event of oversensing was confirmed. Technical services confirmed that the device was behaving as programmed. Sensing, pacing, pacing lead impedance, high voltage (hv) lead impedance, hv charging, hv delivery and hv shock impedance were tested and revealed no anomalies.

Event description:
During a remote follow-up, there were episodes of noise that resulted in non-sustained right ventricular oversensing and automatic mode switching during capacitor maintenance. The patient presented in clinic and the device was not able to be interrogated. The device was explanted and replaced to resolve the event and the patient was stable.